Event description:
It was reported that during implant, the right ventricular lead exhibited loss of capture. Another lead was used.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: final analysis found high lead impedance due to the helix being retracted and clogged with dried body fluid and tissue. Lead impedance was normal when the helix was in intended position.